Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized due to an urinary tract infection when placing the catheter a drop below the basic rate due to pacing failure was confirmed. A chest x-ray confirmed dislodgement of the ventricular lead. A temporary pacemaker was placed, and lead re-implantation was planned for a later date. However, despite continued treatment for the urinary tract infection, no clinical improvement was observed, and echocardiography identified a mass suggestive of vegetation within the cardiac chamber. The patient is currently being observed while administering antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to b5 event description and h6 patient codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient experienced arrhythmia and heart block.